Event description:
Boston scientific received information that this patient was on a cruise and experienced an episode where he felt like someone hit him, pushed him back into a chair and then he passed out. The patient stated he has never received a shock before and he never set up his home monitoring system as he did not know how to. A boston scientific technical services consultant explained to the patient that he could have possibly received a shock as this device is designed to provide defibrillation therapy such as a shock to treat fast heart rhythms. The patient stated he is having a stent put into his left coronary artery and will ask his physician about the episode at that time. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.